Event description:
It was reported that during a ptca treatment procedure involving a calcified and 75% stenotic lesion in the proximal portion of a tortuous pca, the maverick otw balloon was suspected to have ruptured at 10 atm's on the initial inflation when extrusion of dye into vessel was noted distal to balloon. The maverick otw balloon catheter was removed and replaced with a getz brothers balloon catheter to successfully complete the procedure. The pt was asymptomatic during this event. A terumo introducer sheath (size unknown), a guidant bmw guidewire (size unknown), a heartrail jl4 guide catheter (size unknown) and a medtronic inflation device were also used in this case. Pt status is reported as 'good'.